Manufacturer narrative:
Additional information: h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1022880 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1022880 , test base part number 190-430 / lot: 1022880 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022880 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR reports: 1221359-2021-01472, 1221359-2021-01517, 1221359-2021-01518 and 1221359-2021-01519.

Event description:
The customer reported false positive results with the ID now covid-19 assay performed on multiple dates with multiple patients. This MFR. Report addresses report 5 of 5. The customer reported 2 false positive results with the ID now covid-19 assay performed on (B)(6) 2021 on a nasopharyngeal miraclean technology swab. Confirmation testing was performed on (B)(6) 2021 with pcr and generated negative results. The customer confirmed that the patients were asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact of treatment due to test results.